Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s aunt reported via phone call that customer were hospitalized due to high blood glucose on (B)(6) 2018 a little after 12pm with blood glucose of 300mg/dl, it went down to 281 mg/dl. On monday into tuesday blood glucose was 313 mg/dl they were sleep and got up. Found the tubing was not connected to their body and blood glucose was 378 mg/dl. They changed everything out on tuesday morning they called her the pump keeps beeping insulin flow block. They kept resuming the pump. They went to the emergency room. They tried to give insulin with the pump and got blocked. They pressed resumed. It happened a couple of times so they been using the pen since then. They found trace of ketones, he didn't have diabetes ketoacidosis, high blood glucose 368 mg/dl and went to 344 mg/dl. The customer experienced symptoms such as dehydration and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The pump pass the self test. The device is not expected to be returned for analysis.